Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
The physician attempted an arteriotomy closure using the starclose device after an interventional procedure. A femoral angiogram was done which confirmed the location to be in the common femoral artery (cfa). No problems were reported during insertion, deployment, or device withdrawal. It was a "dry close." Fitteen to twenty minutes (15-20) after the pt was brought to the floor, he began to experience pain and his blood pressure dropped. Manual compression was applied and pt was given unspecified blood products. Pt is reported to be fine.